Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 2 device evaluations are in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a broken cutting accessory still attached; 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record.   Evaluation status 1 reported event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status confirmed 1 reported event was confirmed during testing; however, the cause was not established. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.